Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurses observed that the ventilator was not ventilating the pt. The ventilator was taken out of service. There was no pt injury. (B)(4).